Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B) (4) analysis confirmed a telemetry error and revealed that it was caused by an incorrect value in the memory of the device. Emergency programming did resolve the error. The interrogation was completed, but the programmer was halted and the parameter could not be changed. The programmer was powered off/on and a second interrogation was attempted. During the interrogation, the programmer turned to blank when the interrogation progress was nearly complete. The device was not implanted.

Event description:
It was reported that two days after implant, the device could not be interrogated. When attempts were made to interrogate the device later, the programmer display turned blank when the interrogation was almost complete. An error message appeared on the programmer. An ECG strip showed the pacemaker was still working with the lower rate. Holter was used because the patient felt palpitations during and after "the event." Holter showed the device worked at 100 bpm, sometimes without magnetic telemetry. The device was removed and replaced. No further patient complications were reported as a result of this event. Further information indicates that a second t70a1 device was brought in for the replacement surgery after successful interrogation by another programmer. The physician requested to interrogate with the hospital programmer to ensure the device was good.